Event description:
It was reported that after an interventional carotid procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, although there was some blood flow from the marker lumen of the device, blood flow was not pulsatile. The device was repositioned but better blood flow was not successful. The device was pulled back, rewired, and the marker lumen was reflushed clearing the blockage from the marker lumen. It was believed that possibly tissue was occluding the marker lumen. The device was reinserted into the vessel and reasonable blood flow was achieved. During suture deployment, when the needle plunger was removed only the white suture link was present indicating a posterior needle-to-cuff miss occurred. The proglide device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty achieving arterial luminal marking was confirmed as analysis of the returned device found excessive dried blood and other biological matter occluding the marker lumen of the device. Additionally, the reported needle-to-cuff miss was confirmed as analysis of the returned device found that the posterior needle was undisturbed suggesting that the posterior needle had deflected away from posterior foot instead of engaging with the posterior cuff during needle deployment. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.